Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV diagnosed by MRI. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, broken shell and red particles in the shell. A visual and microscopic analysis was performed which identified, broken crease sharp on radius, stress marks, creases fold and wear abrasion. Based on the device analysis, the final assessment is: a broken crease sharp on radius assessed, as fold flaw opening.

Event description:
Healthcare professional later reported, "ruptured shell on explantation". Device has been explanted.